Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and stripes in image occur. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the broken video cable, which caused stripes to appear in the image, contributed to the reported malfunction. The periodic flickering observed on the screen is consistent with this confirmed failure and for the fiber bonding in the outer tube area (distal end) damaged, the most probable cause traced due to a component failure. . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope (gynecologic) had periodic flickering on the screen. The issue was found during an unspecific procedure. There were no reports of patient harm.